Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient has not calibrated since seeing the inaccuracy against user guide recommendations. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (B)(4)that was used with the device was returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete. It was reported that the patient did not calibrate after experiencing inaccuracy. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, returned transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5200670) was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.